Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (code 204, abnormal shutdowns, false asystole events) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the code 204, abnormal shutdowns and false asystole events was the damaged connector on the electrode belt being unable to securely latch to a monitor. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable), abnormal shutdowns and false asystole events.